Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a service required alarm condition indicating a charging issue was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition was alleged, and the device's system board was replaced to address the issue. This notification was found to be a duplicate record. The original issue was reported to the FDA on (B)(4) / MDR 2518422-2024-105321. This notification has been closed as a duplicate record.